Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The quantity of light and the lighting of the lamp was stable. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to the temporary failure of the subject device. The internal parts that lighten the lamp may have deteriorated due to long-term use and caused unstable supply of power leading to the temporary failure of the subject device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device was not lit but the emergency lamp was lit when the subject device was turned on at the preparation for use. The examination lamp had been used about 100 hours. After the user turned on and off the subject device, the subject device became normal and could be used. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. There was no patient injury associated with this report.